Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed a rash under the lifevest. The patient's doctor prescribed an ointment for the rash. The patient began using the ointment and leaving the device off to let her skin heal. Follow-up indicated that the rash was not improving.